Event description:
It was reported through clinic noted the patient had high lead impedance, an increase in seizure frequency, and prolonged seizures. It was later confirmed the increase in seizures and the prolonged seizures were at approximately the same rate as the patient's pre-vns baseline levels. The vns normal mode stimulation and magnet mode stimulation were programmed off on (B)(6) 2016 due to the high impedance observed. In order to correct the high impedance, the patient had a full vns revision on (B)(6) 2016. After the full revision occurred, the diagnostics were checked and found to be ok with a reading of 1417 ohms. The explanted lead and generator were reported to be discarded at the hospital and are not expected to be returned for analysis.